Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2009, inratio: 6.1, lab: 4.28. Date: same day, inratio: 5.8, lab: 4.47.